Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using an ultraverse 018. During the procedure, the pta balloon catheter allegedly circumferential ruptured when it was inflated to 8 atm for the first time. It was further reported that balloon ruptured into two separate pieces. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using an ultraverse 018. During the procedure, the pta balloon catheter allegedly had circumferential rupture when it was inflated to 8 atm for the first time. Further, the balloon rupture into 2 pieces and the balloon debris fell into the patient's blood vessels and was slowly removed using a snare. Additionally, there was no injury to the vessel. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: six photos were provided and reviewed. The first photo shows the ultraverse 018 with blood residues throughout the balloon and catheter hub. Proximal end of the balloon noted to be detached. The second photo shows the ultraverse 018 balloon with guidewire exiting from the distal tip of the balloon and blood residues were seen throughout. Balloon segments were seen detached from the balloon. The third photo shows the outer catheter shaft of the device. The proximal end of the balloon was noted to be attached to the catheter shaft. The fourth photo shows the outer catheter shaft of the device and unknown guidewire. Guidewire exiting from the distal tip of the balloon and blood residues were seen throughout the balloon. Balloon segments were seen detached from the balloon. The fifth photo shows the ultraverse 018 with blood residues throughout the balloon. Proximal end of the balloon noted to be detached. The sixth photo shows the balloon segments were seen detached from the balloon. No other anomalies were noted. One ultraverse 018 dilatation catheter returned for evaluation. Upon visual inspection, the device was returned in 3 segments. Segment 1 consists of the inner guidewire lumen, balloon and an unknown guidewire. The proximal end of the balloon is noted to have a longitudinal rupture and was returned with two detached balloon segments. The inner guidewire lumen was exposed and loaded over the guidewire. It was noted there was a break at the distal end of the inner guidewire lumen. Segment 2 consists of the outer catheter shaft of the device. The proximal end of the balloon was noted to be attached to the catheter shaft. No functional testing due to the condition of the device returned in multiple segments. Therefore, the investigation is confirmed for the reported circumferential rupture, but it is identified as a compound rupture since a longitudinal rupture was also noted on the balloon. Also, the investigation is confirmed for the reported detachment as inner guidewire lumen was detached at the distal end within the balloon. Per the reported event details, the target vessel is seriously calcified. Therefore, it is possible the interaction between the lesion and the balloon contributed to the reported balloon rupture. However, the definitive root cause for the reported balloon rupture and detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.